Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device was noted and was grasped and removed in two pieces') in an adult female patient who had essure (batch no. B02282) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tonsillectomy. Concurrent conditions included pelvic pain, depression and hypertension. Concomitant products included diazepam (valium), hydrochlorothiazide and promethazine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (diagnostic laparoscopy with right salpingectomy and left tubal cauterization). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: trailing coils: left 3, right 3. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2013: negative. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('essure device was noted, and was grasped and removed in two pieces'). In an adult female patient who had essure (batch no. B02282-inv), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: tonsillectomy. Concurrent conditions included: pelvic pain, depression and hypertension. Concomitant products included: diazepam (valium), hydrochlorothiazide and promethazine. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (diagnostic laparoscopy with right salpingectomy and left tubal cauterization). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. The reporter commented: trailing coils: left 3, right 3. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine: on (B)(6) 2013, negative. This lot number#: b02282 is inv. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.